Event description:
The customer reported discrepant troponin I (access accutni) results, within the risk stratification, for two patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. Subsequent testing of the patients¿ samples, on the same instrument, recovered lower results within the normal reference range. The original results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer has a laboratory protocol to retest all elevated troponin I results. The laboratory¿s normal reference range is <0.04 ng/ml. The customer stated quality control (qc) was within range with no issues noted. No sample quality issues were noted. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed two 20-point precision tests with acceptable results. The fse performed hardware verifications and no system issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.